Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navien catheter that had friction and difficult navigation. During the same procedure but prior to use, hyperform balloon system was observed to have a leak. No patient information was made available except that there was severe vessel tortuosity. It was reported that during preparation it was observed that the hyperform balloon had a leak and was replaced. During the procedure, the navien neuron max was exchanged by keeping 035 double length wire in eca. The neuron max was parked just below the ica-cca bifurcation. Navien was tracked with the help of 035 wire taking the first loop of ica. The navien had a further navigability issue to reach the location of the aneurysm. No patient harm was reported.